Event description:
It was reported that ???/hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the abdomen. The patient stated that she was unresponsive and 911 came. She declined to provide any detail of any medication or treatment provided. Further details were requested but she did not want to give any further information about the event. At the time of the report later the same day, she was okay and at work. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the abdomen on (B)(6) 2022 at 9:45am. During the night, the patient received a ¿no readings¿ message and to wait 3 hours; however, she was found unresponsive at 4:00 am and emergency medical services (ems)was called. Details about who called ems and medical intervention was not provided. The patient was not transported to the hospital. At the time of the report later the same day, she was okay and at work. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.